Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in the field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant product: 5076 implantable pacing lead, (B)(6) 2007. (B)(4).

Event description:
It was reported that there was coil separation seen via x-ray on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.